Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The surgeon reported that during the procedure, the flow of irrigation stopped. The pt subsequently experienced a corneal burn. Additional information has been requested.